Event description:
A pt injected with radiesse dermal filler in the nl folds, has developed necrosis of the left nasal alar. The pt was injected on (B)(6) 2012, noticed increased pain on the (B)(6), and developed pustules on (B)(6) evening. Dr. (B)(6) saw the pt (B)(6); diagnosed as ulceration of the alar. He injected hyaluronidase, prescribed antibiotics (augmentin and bactroban) and applied nitro-paste. As of (B)(6), the pt has decreased pain.

Manufacturer narrative:
The radiesse device history records for 1030764 were reviewed. All required testing specifications for the lot were met prior to release and there were no abnormalities noted. Dr. (B)(6) indicated the necrosis is over, but not sure if scarring will persist. He is treating the pt with weekly laser resurfacing and wound checks.